Event description:
The sensor transmitted a dampened waveform reading. A right heart catheterization was performed (B)(6) 2022 to confirm the validity of the pressure sensor readings. The sensor was not recalibrated. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
It was reported that the patient's waveform is no longer dampened.